Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, heavy usage/wear out may be a contributing factor. The provided date code ag0694d indicates the instrument was manufactured in june of 1994 and is almost 22 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T-handle sleeve is jammed and unable to be pulled back to allow the canal finder to attach to the t-handle.